Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, when the lever was lifted, it felt like something broke. After the first four steps were performed, resistance was noted when the device was attempted to be retrieved from the anatomy. A cardiovascular surgeon was present, the vessel was opened mechanically (surgically) and the device was removed. No vessel damage occurred. The device separated at the guide during removal from the vessel, the device was held together by the foot and link. The foot broke and was held together with the device by the actuator wire and the link. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to greater than 8.5f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed suture of the first and third proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
The device was returned for analysis. The guide separation was confirmed. The foot break was not confirmed. The reported ¿felt like something broke when the lever was lifted¿ and entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, when the lever was lifted, it felt like something broke. After the first four steps were performed, resistance was noted when the device was attempted to be retrieved from the anatomy. A cardiovascular surgeon was present, the vessel was opened mechanically (surgically) and the device was removed. No vessel damage occurred. The device separated at the guide during removal from the vessel, the device was held together by the foot and link. The foot broke and was held together with the device by the actuator wire and the link. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to greater than 8.5f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed suture of the first and third proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.